Event description:
A pharmacist called on behalf of the customer. He stated the customer's blood glucose was tested while he was at the doctor's office and the doctor's meter read 156 mg/dl. A comparison test was performed using the customer's contour and that reading was approx 300 mg/dl higher. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.